Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty during a supply change when they did not see the ¿press and hold to see drops¿ screen and proceeded to the ¿fill cannula¿ screen; customer care guided the user back to the correct screen, drops were observed, and the user confirmed use of a 6 mm, 23-inch teflon infusion set, with no alerts or alarms. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond troubleshooting assistance and no hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed that device function was restored through correct priming workflow, with no device malfunction observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.